Manufacturer narrative:
Investigation results: visual inspection of the device did not show visual defects. A functional test was performed and a pinhole in the body was found. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database revealed that no other complaints have been reported for the specified lot. (B)(4).

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # (B)(4) pertains to the first hurricane rx dilation balloon device and manufacturer report #3005099803-2017-02874 pertains to the second hurricane rx dilation balloon device. It was reported to boston scientific corporation that two hurricane rx dilation balloon devices were used on a procedure on an unknown date. According to the complainant, during the procedure, the balloons were damaged. The procedure was completed with another hurricane rx dilation balloon device. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on september 19, 2017. It was reported that the balloon had a pinhole or rupture or tear.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown; however, it was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2017-02873 pertains to the first hurricane rx dilation balloon device and manufacturer report #3005099803-2017-02874 pertains to the second hurricane rx dilation balloon device. It was reported to boston scientific corporation that two hurricane rx dilation balloon devices were used on a procedure on an unknown date. According to the complainant, during the procedure, the balloons were damaged. The procedure was completed with another hurricane rx dilation balloon device. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.